Event description:
It was reported that: "the pre- placed suture mediated closure systems were tightened. They did not achieve a good hemostasis, so a manta was requested as bailout. The manta-sheath was advanced over the wire without issues. I inserted the delivery sheath with the dilator over the wire as usual. I removed the dilator and inserted the closure unit over the valve. Moderate resistance was met when attempting to advance the sheath. In that second, the two parts of the delivery sheath broke and separated. The white part was completely separated from the blue cuff. Fortunately, the closure unit was not yet in the patient's body but in the sheath. I was able to remove everything and insert a new manta system, which worked well."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the report that the manta sheath separated from the housing was confirmed through visual analysis of the returned sample. The customer returned one manta closure device, sheath, and introducer for investigation. Visual analysis also revealed deformation on the wings of the blue sheath hub which is indicative of the force from separation of the hub and sheath housing. Dimensional analysis was done on the sheath hub. The distance between the wings on the blue hub of the sheath measured 16.53 mm which is below the specification limit. This is likely due to excess force on the sheath hub from separation. The returned sheath was reassembled into the housing. The connection was then tested and failed to securely attach. A device history record review was performed and there were no relevant findings. Additional information provided by the customer reported that there was moderate resistance when advancing the bypass tube and when the sheath hub broke. This issue cannot be functionally replicated as the components were disengaged when the unit was returned. The button valve was observed to be pierced correctly. A CAPA was previously initiated for bypass tube resistance that was attributed to a supplier manufacturing deficiency. Corrections were implemented. The complaint rate for bypass tube resistance is within occurrence limits as defined in CAPA, and further investigation related to this event will be initiated if the occurrence rate exceeds the limit. It is likely that the customer experienced resistance during advancement of the bypass tube and continued to apply force, leading to damage to the device. The instructions for use state "if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device." Based on the customer report and the sample received, a combination of manufacturing deficiency and unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for events of this nature.

Event description:
It was reported that: "the pre- placed suture mediated closure systems were tightened. They did not achieve a good hemostasis, so a manta was requested as bailout. The manta-sheath was advanced over the wire without issues. I inserted the delivery sheath with the dilator over the wire as usual. I removed the dilator and inserted the closure unit over the valve. Moderate resistance was met when attempting to advance the sheath. In that second, the two parts of the delivery sheath broke and separated. The white part was completely separated from the blue cuff. Fortunately, the closure unit was not yet in the patient's body but in the sheath. I was able to remove everything and insert a new manta system, which worked well."